Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message received" (device displays error message). The facility reported they received a system message during the procedure and chose to switch to another machine to complete the case.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The returned u/s diathermy module was installed into a system and functionally tested. A phaco handpiece was tuned and u/s stroke distance was measured at 100% power and passed on both top and bottom connectors. Diathermy was also checked to meet specification. No issue was found related to the u/s diathermy module. The same tests were performed with the returned supervisor module installed. Again, no system message error. The reported issue was not able to be replicated and a root cause could not be determined. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B) (4). (B) (4). (B) (4).